Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient had pain in her abdominal area on the side the pump was replaced after her last pump replacement. The patient reported the pain was not consistent, but instead would come and go. When the pain was present, it was intense. The patient reported that the pump appeared to move caudally as well. The doctor decided to perform a pocket revision. The doctor sutured the bottom of the pump pocket to lift the pump up and sutured it into place. The doctor found no signs of infection or irritation in the pump pocket and was unsure what was causing her pain. It was unknown if the issue was resolved and the patient's status was "alive; no injury". No further complications were expected or anticipated.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, ¿hydromorphine,¿ and ¿brevicaine¿ all at unknown concentrations and doses via an implantable pump for spinal pain. It was reported on 2017-may-08 that the patient¿s pump came unattached to the subcutaneous pocket on (B)(6) 2017. It was indicated that the nurse practitioner told the patient that, per the consumer. Information was requested regarding how the catheter was attached to the pump. It was stated that the patient wanted reassurance that the catheter would not come loose and wanted to know if the patient should be worried about it coming loose. It was noted that the patient¿s healthcare professional¿s (hcp) office was bought out and that the patient couldn¿t see the hcp until the (B)(6) as of 2017-may-08. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.